Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The devices are not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported through a research article identifying proglide that may be related to the following: hematoma, superficial infection, pseudoaneurysm, deep infection, arterial occlusion/embolism requiring revascularization, arteriovenous fistula, surgical intervention. Specific patient information is documented as unknown. Details are listed in the attached article, titled "single-center experience with vascular closure devices in real- world endovascular peripheral interventions".

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are potential adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.